Event description:
Circumcision clamp was used during circumcision procedure. The clamp failed to unscrew while on the patient. After several attempts, the clamp released and a piece of plastic fragment shredded from the clamp. The procedure was completed without injury and the clamp was sent to biomed.